Manufacturer narrative:
The returned device ran a total of 344 pulses with no alarms, timeouts or drive stall. The investigation found the reservoir plunger location at 100% of a full fill and the clutch spring was still retained by the spring latch even though the spring latch passed over the reservoir cap window. As a result of the clutch spring not being released, the plunger leadscrew did not advance the plunger and push out insulin through the fluid path when the ratchet gear rotated. A crack was found in the top housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 450 mg/dl. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with pen injection.